Event description:
It was reported that a novum iq large volume pump had an issue of "key will not eject" during testing in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.(B)(6). H11: the device was received for evaluation. During functional testing, the reported problem was not reproduced. Visual inspection identified that the tubing guide retention clip was bent. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the bent tubing guide retention clip. The slide clamp assembly requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.